Event description:
It was reported that the pump's usb port was damaged and loose. There was no adverse impact on customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.